Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient experienced a return of pain; they were in a lot of pain. It was noted the ins charge was low so they could barely feel the stimulation. When the programmer was synced to the ins it showed the programmer needed new batteries. The batteries were replaced and then they were able to confirm the ins was on. The voltage was increased; issue was resolved. It was also reported the programmer was showing the ins was not charged to 100% but the recharger was showing the ins being 100% charged. It was confirmed that all boxes were filled in and the last 1/4 of the battery icon was flashing and the charge sufficient screen was displayed. The difference between the charge sufficient screen and the charge complete screens was reviewed. It was noted there were no issues or allegations against the programmer or the recharger. No further complications were reported or anticipated.